Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-04782. The patient received two leads with the same lot number. It was reported the patient was unsatisfied with the pain relief from the scs system postoperative. In addition, the patient had procedural pain postoperative. The patient was reprogrammed and it was noted there was still some swelling at the lead site and the ipg site which was causing some pain. The physician drained some of the fluid on (B)(6) 2013 and the patient was reprogrammed. Follow up the next day found the ipg site was well, and there was still some swelling at the lead site. The patient was still unsatisfied with the stimulation coverage as it was not covering the middle of the back. The patient had turned the scs system off and still felt buzzing. It was reported the physician may undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.